Event description:
Device was implanted on 10/17/96. Info received on 2/26/97 indicates dr plans on removing ipp device and implanting a malleable device due to too much swelling. Add'l lot/ser no: cg234 021.